Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy and their symptoms returned. This was at the beginning of (B)(6) to 10 days prior to (B)(6) 2016. The patient was back to square one with pencil thin bowel movements and needed to strain. The patient stopped feeling stimulation, the pain in their stomach was getting intense,and the patient felt a tender bump/lump where the wires bunched. This used to feel smooth. The patient's therapy was not on. The patient was set on program 1 at 1.1v, but stimulation was off. When stimulation was turned on, the patient felt stimulation. The patient thought they turned it off when they were doing a check. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she did notify her managing physician and through exam proved everything was in order. This was on the (B)(6) 2016. The circumstances that led to the tenderness and lump where the wires bunched was a loss of weight and loose skin with no muscle tone. She had gained weight since and everything looked set. It was still tender, but manageable, and considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.